Event description:
It was reported that the patient may undergo surgical intervention to replace the ipg. Further information is currently unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event, device and patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.